Event description:
It was reported that the endcap was difficult to install. The threads were found to be damaged. It was also reported that this event did not result in any adverse consequences for the patient.